Event description:
During priming of the device for cardiopulmonary bypass procedure, the user reported an arterial module standard reference sensor (srs) failure. An alternate device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.